Manufacturer narrative:
Once the lens was received by the manufacturer a visual inspection was performed. The lens was received in the vial with all the packaging components except the outer pouch. The inspection was performed at x10 magnification using a stereoscopic microscope. The lens was in two pieces, separated by a cut with a serrated edged instrument and both haptics was intact. No other damage was noted, traces of what appeared to be saline particles was noted on the surface of the lens. The cartridge used was not returned for investigation but the lens model and diopter are compatible with the cartridge. Additionally, the injector was not returned, but is compatible. A full audit of all batch documentation relating to the production of the devices was performed. The audit concluded that all procedures in manufacturing and packaging of the devices had been conducted correctly. Batch reconciliation was 100.0%. Based on the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Based on the lens inspection, the damage on the optic appeared to be deliberate cuts with a sharp instrument, probably to facilitate the removal of the lens from the eye. There was no evidence to suggest that any aspect of the lens was responsible for the surgical complication reported. Additionally, lenstec believes that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Lenstec has also conducted extensive testing on the lens model and the instruments used and our results indicate that these devices are compatible.

Event description:
Lenstec received an email notification indicating "softec 1 was injected into the eye. The patient had a posterior capsular rupture and had to cut lens out and then put in a 3-piece lens".